Manufacturer narrative:
Result of investigation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. A visual inspection of assembly was conducted and found no signs of damage or defects. Installed onto avea test station and powered on into user mode. Est test was performed, passing all 3 portions of test (leak, circ. Compliance, o2 sensor cal).the reported complaint was unable to be duplicated. Gde was tested and found to be delivering o2 accurately and performing to specifications.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator gde module has fio2/fraction of inspired oxygen issue and cannot calibrate the fio2. At this time, there is no information regarding patient involvement associated with the reported event.